Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was foggy. No other info was provided by the hospital. The hospital did not report any pt complications.